Manufacturer narrative:
H3: product analysis #visual and optical inspection did not reveal any damage to the head or the threads of the screw. Dimensional inspection confirmed the screw was made to print. No fault found. H6: fdm and fdr codes updated as per analysis. Annex-f codes added in additional codes section. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with pre-operative diagnosis of c4 spondylolisthesis. It was reported that intra-op , after inserting the screw on the left side of both c4 and c5, the outer cylinder was removed and an attempt was made to remove the inner cylinder from the screw, but the inner cylinder was stuck and could not be removed. Therefore, an attempt was made to pull the inner cylinder out with the outer cylinder pushed in and the screw head also gripped, but at that time, it felt that the screw had come off, so the screw was removed and replaced. There were two drivers, and the doctor used different drivers for c4 and c5, but the same event occurred. Bone sclerosis and bony spur occurred on the left side so the screw was placed slightly unstable to avoid over-insertion. Screw and threaded screw driver were sticking. Also , when the first set screw was inserted and when an attempt was made to remove the screw driver, the driver stuck and could not be removed. Therefore, the products were removed and it was tried to remove the driver outside the operative field, but it was strongly stuck. The driver was changed and placed lightly, but it was difficult to remove it. C4 had spondylolisthesis, and it seemed that the correction load was slightly applied at the time of insertion. Self holding driver and set screw were sticking. There was a delay of more than 60 min as a result of this event. There were right upper extremity neurological symptoms and disability. Replacement of screw and foraminotomy was performed as an additional procedure. C5 paralysis was suspected. It was confirmed with nurse that there was a burning sensation on the right shoulder.